Event description:
It was reported that approximately 15 years from initial implantation inlay has dislocated from the optically undamaged polyethylene bearing, which caused instability for about 1 year. The luxated ceramic sliding surface and the stem taper resulted in metallosis. Revision surgery was performed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. Based on the available information and the results of the investigation, a definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unknown cup item# unknown lot# unknown. Foreign ¿germany¿. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00171. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 15 years from initial implantation inlay has dislocated from the optically undamaged polyethylene bearing, which caused instability for about 1 year. Revision surgery was performed. Due diligence is in progress for this complaint; to date no additional information or product has been received.